Event description:
Customer reported a battery out limit alarm on her insulin pump. She put a new battery in two days ago. Customer cleared the alarm and the device shut off. The date and time came up after customer put a new battery in. Customer's blood glucose is 70 mg/dl. When programming the time and date, the screen went blank. The device has no physical damage. Customer dropped her device on the rug yesterday. Customer uses energizer batteries. The battery compartment and springs are not damaged or corroded. Customer put a new battery in and the display returned. A replacement battery cap was sent. Customer was advised to monitor the device and call back when needed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.